Manufacturer narrative:
Event date is approximate, the year is valid. Concomitant medical products: product ID: 978a133, lot#: va2atgj, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was going to have surgery due to a wire being exposed. When asked, the patient said that they first noticed something was not quite right was about 3-4 weeks ago and 3-4 days ago the wire broke through the skin and was physically exposed. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed the recommendation to make sure that neurostimulator was fully charged up beforehand. Patient services called the patient back to also let them know that stimulation does need to be turned off prior to surgery. There were no device issues reported, and no further patient complications reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 978a133 lot# va2atgj serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead b6: device code a24 no longer applies to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they noticed probably about 2 weeks prior to device replacement, they thought they had a cyst but the health care professional (hcp) looked and told them a wire/lead had been exposed, it was at their waistline and they had to move it to a different nerve. Patient services reviewed MRI compatibility and MRI mode with the patient and the patient mentioned that they¿d had a brain scan MRI //(not alleged to be related to the device/therapy,) with a prior ins.